Event description:
It was reported that foreign matter was found on the syringe during the preparation. During the preparation for a liver metastase embolisation, the nurse was diluting contour se syringe 100-300 microns particle size with non-bsc contrast and saline. At the tip of the syringe around the black stuffing a white smear was visible. The physician did embolisation carefully. For this case 2 syringes were used. No patient's complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).